Event description:
The patient arrived in ir for an abdominal drainage catheter placement. After the catheter was placed, the physician could not remove the guidewire from the catheter. Both the catheter and guidewire were removed.